Manufacturer narrative:
UDI number: (B)(4) the instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the patient¿s pre-existing chf was a possible contributing factor for the right ventricle hole. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A patient had a 29mm sapien 3 valve implanted in the aortic position. The procedure was without any complications and had a good outcome, the valve landed in an 80:20 aortic position, and the patient was doing well post procedure. Post tavr procedure, the patient became short of breath. Echo showed a rupture/leak under the distal portion of the valve. Approximately 10 months post tavr procedure, the patient had a procedure to close a hole in the root of the right ventricle. A wire was snared and a pda duct occluder was used to close the hole. The suspected cause of the right ventricle hole was discussed with the physician and a possible cause was the patient¿s pre-existing chf.